Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pencil caught fire. There was no patient injury.

Manufacturer narrative:
Additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial cecectomy, the raytec in the surgical field caught fire which resulted from prolonged use of the device at the trocar site to gain coagulation due to lack of effectiveness from the pencil with no change in settings. The pencil did not catch fire. The raytec fire was immediately extinguished. The patient sustained a burn from the heat accumulation at trocar site. The burn was full thickness skin necrosis, 0.5 cm of necrotic tissue. The injury care included sharp debridement and packing of the wound. Patient is currently still dressing the wound, but appears to be healing. The associated generator in use was a forcetriad generator.